Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the customer had a motor communication error alarm on the insulin pump. Customer's blood glucose level was 303 mg/dl. Customer stated that they did not receive a low battery alert prior to the off no power alarm. Customer stated that this was the second occurrence of the off no power alarm without a low battery warning. Customer was able to continue troubleshooting due to the alarms. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.